Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Customer attempted to resolve the issue by loading a new cartridge and inserting a new infusion set, but the occlusion persisted, prompting the customer to stop using the pump and reverting to an alternate method of insulin therapy.